Event description:
Additional information from the area representative indicated that troubleshooting did not resolve the event. Analysis was completed on the returned handheld. Analysis indicated the handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No further anomalies were identified. Analysis of the software indicated the flashcard and software performed according to functional specifications.

Event description:
It was reported by a company representative that a handheld computer was not working properly. No further information was received indicating troubleshooting taken. The reported handheld was returned to the manufacturer and remains under analysis.